Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unit is missing display segments. There was no reported patient involvement. There is no report of death or serious injury.

Manufacturer narrative:
The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored. (B)(4).